Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal firm on (B)(6) 2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for chronic low back pain and spinal pain. It was reported pump failure occurred and patient was hospitalized. Explant surgery occurred (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.